Event description:
During routine testing of the device at the svc center, the svc tech reported that the left side printer guide rail was damaged and replaced. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.